Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient started to experience pacemaker syndrome during a device security update. The nurse restored the device and symptoms of pacemaker syndrome were resolved. The nurse elected not to attempt the update again.